Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Std review - h1 - lead integrity alert triggered: 2 - patient alerts for lead failure predictor on (B)(6) 2011 20:41:34 and (B)(6) 2012 13:00:10. Da - oversensing: 15 - ventricular nst <= 210 ms on (B)(6) 2012 in the timeframe between 07:41:29 and 10:55:39. Df - interference/noise: ventricular short interval count v-sic=227.9 counts avg/day, in 6.85 days, between (B)(6) 2012 11:28:58 and (B)(6) 2012 07:50:32. Ef - high resistance/impedance: weekly pace lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance= 418 to 4047 ohms peak between (B)(6) 2011 and (B)(6) 2012. The partial lead was returned in segments and was analyzed. The distal conductor was fractured and stretched, the proximal conductor was fractured, and the defib conductor was cut. Several conductors were distorted, and all conductors were noted to have blood/body fluid present (not obstructed). The outer tubing overlay exhibited cosmetic environmental stress cracking, and the outer insulation was breached cut and exhibited a cosmetic depression. The lead appeared to have been stretched. The analyst noted that the interior right ventricular defib cable was cut at 49.5cm, and that the exposed coil continuity is complete.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high impedance, low sensing, and oversensing. The lead was explanted. Due to stenosis, it was not possible to implant a new rv lead from the left side. Therefore, a new rv lead was implanted from the right side. No patient complications have been reported as a result of this event.